Event description:
It was reported that a lead alert was triggered due to an apparent lead fracture and a possible lead crush had occurred. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 4193 implantable pacing lead, (B)(6) 2003. A 5076 implantable pacing lead, (B)(6) 2003. (B)(4).